Event description:
Event description guidant received information that the patient with this pacemaker had a syncopal episode yesterday. She is paced 70% of the time. The sudden brady response (sbr) feature is set to a detect time of 5 minutes. Otherwise, the device and the leads checked out fine. The nurse believes that the detect time of 5 minutes is too long for the patient and that might have been the reason why she fainted.